Event description:
It was reported that, "clips were falling off vessels and a pt started bleeding." Note: appliers used with the clips were returned and evaluated. The appliers were poorly maintained, in need of repair, and contributed to the event.